Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had a flashing display. Customer stated that insulin pump was no power and it was tried to replacing the battery but still no power. Customer stated that display did not returned after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.